Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer had questions about a battery issue. Screenshot of iabp monitor screen shows an ¿unusable battery detected in bay #2¿ and an ¿attention icon¿ over the battery #2 icon on the screen. Instructed customer to re-engage the battery in battery bay #2 which did not resolve the issue. Customer stated they had already called the ccl to inquire about changing the console out and there were no backup consoles available. I suggested that they ask about a backup battery and attempt to change out the battery in bay #2. I also reviewed not to unplug the console because they only had one battery source - battery #1 was full and showed the ac power icon actively charging. The green battery lights were all lit on the actual battery as well. Customer tagged the pump for biomed and suggested they changed out and service as soon as possible. There was no patient harm reported.

Manufacturer narrative:
Additional contact information: (B)(6). At this time, it is unknown if the customer has requested getinge to evaluate the iabp. Additional information requested from support in regard to the repair and status of the iabp were performed with no information available. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly. H3 other text : the issue was addressed on call.

Event description:
N/a.